Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the battery packs and verified they were charging. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would display a pre-charge error message upon boot up. No pt injury was reported.